Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion and alarmed during the prime test due to moisture damage on the force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched case, scratched keypad overlay, stained end cap sticker and cracked battery tube threads. (B)(4)

Event description:
Customer reported motor error alarm. Customer states that insulin was shooting out of the tubing. The blood glucose reading is 46 mg/dl. Advised the customer to disconnect from the insulin pump. Nothing further reported.